Manufacturer narrative:
(B)(4). Report source : journal article, foreign - event occurred in (B)(6). Reference: stucinskas, justinas, kalvaitis, tomas, smailys, alfredas, robertsson, otto & taraseviciusv sarunas (2017) comparison of dual mobility cup and other surgical construts used for three hundred and sixty two first time hip revisions due to recurrent dislocations: five year results from lithuanian arthroplasty register. International orthopaedics 42:1015¿1020.https://doi.org/10.1007/s00264-017-3702-0. 12 revisions were mentioned in the article: 5 for dislocations, 5 for infection, 1 for periprosthetic fracture, 1 for cup loosening. However it is not possible to determine if these events involve avantage cup (zimmer biomet) or quatro vps (groupe lépine). This complaint is for one of the revisions due to infection. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record could not been reviewed as the lot number was not communicated. According to the available data, it cannot be determined if a zimmer biomet product was involved in this event and the exact root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Device not returned.

Event description:
Journal article reported that patient underwent revision surgery due to infection on avantage cup.